Event description:
The customer reported the system displayed an intermittent charger failed error message at boot up. When this message is displayed at boot up, the system will not operate. There is no report of a pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.